Event description:
Reporter indicated that the pt has been experiencing chest pain and hyperventilation since adjustment of programmed parameters. The pt also complains of left arm pain from the elbow up and having problems cathing the breath when the device stimulates. Investigation to date has been unable to determine whether the chest pain is cardiac-related. The pt contacted the neurologist who instructed to temporarily stop stimulation by placing the magnet over the device for a couple of hours and to call him back for an appointment if the symptoms subsided during that time. Neurologist planned to bring the pt back in for adjustment of programmed parameters if the symptoms subsided when stimulation was stopped with the magnet.